Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. It was reported that there was a temperature issue with the pump. There was no reported physical damage to the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/12/2017 with the following findings: a review of the pump black box data showed evidence of a sudden drop in the voltage on (B)(6) 2017. The voltage drop resulted in a low battery warning and then a replace battery alarm. During testing, the returned battery cap was able to fully tighten to the pump and the pump was able to power up with the battery cap. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During visual inspection of the pump, it was observed that there was no evidence of moisture inside the pump. A 24 hour basal program was completed. The investigation did not confirm the initial complaint about excessive pump temperature. Unrelated to the initial complaint, the "idle" and "load" current draws were not within specifications. The display was found to be drawing high current. The display was unplugged and the current draw values returned to within specifications. A "test" display was installed.